Event description:
The customer reported no lift motion in column. No pt involvement or injury was reported.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.